Event description:
Two re-operations, severed ureter, gangrene of the uterus and bladder. Required a catheter for three months, unable to urinate for 3 days post-uae; required catheterization. Excruciatingly painful urination. Vaginal fistula with urine leakage through vagina. Copious vaginal discharge. Subsequent hysterectomy and castration.